Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter displayed an 'error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 3 months prior to contacting lfs. The patient manages her diabetes with humalog insulin (20 units) and solostar insulin (45 units). The patient reportedly continued to administer her usual dose of insulin. About 5 minutes after, the patient claimed she felt symptoms of sweating, nausea and tingling in the fingers. The patient denied receiving medical treatment. The patient did not have his testing supplies at the time of troubleshooting. The cca was not able to walk the patient through a retest to resolve the alleged issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.